Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(6). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was confirmed that the patient experienced peritonitis (previously reported as suspected peritonitis). The cause of the peritonitis was unknown. On an unreported date, the peritoneal dialysis (pd) fluid was clear. Pd therapy was ongoing. At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.